Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12802. It was reported the physician attempted to use two epiducers, from different lot numbers, but was unable to advance the leads due to scar tissue. The case was discontinued. F/u determined the pt had an ipg and a paddle lead implanted several days later.